Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolozation occurred. The target lesion was located in the severly tortuous, severly calcified, 90% stenosed left anterior descending artery (lad). Thr physician advanced a 2.75 x 16 mm taxus express2 drug eluting stent to the lesion but was unable to deliver the stent to the lesion. Consequently, the stent was not deployed. Upon withdrawal it was seen that the stent was not on the balloon. Attempts to locate the stent in the body were unsucessful; thus the stent remains in the pt. The lesion was successfully treated with another 2.75 x 16 mm taxus express2 drug eluting stent and the pt was placed on plavix after the procedure. No pt complications were reported. The pt's condition was reported as "satisfactory/good".